Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing had a slit where the tubing meets the cartridge. The customer's blood glucose (bg) level was in the mid 200's to 300 mg/dl. A new cartridge was successfully loaded to address the event. The bg level was addressed with a bolus via the pump.